Event description:
Surgeon stated that when advancing wire up left ureter, it felt stuck. Distal stent shredded and wire stripped. Surgeon stated no damage to patient and x-ray was taken to confirm. New wire and stent advanced with no problem.